Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the cartridge was filled with 300 units of insulin, and the fill estimate remained static at 105 units. There was no impact to the customer's blood glucose level.